Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient just had their second therapy surgery (B)(6) 2016 and could not get a hold of the manufacturer representative (rep). The patient explained they were in pain and were being shocked. The patient later reported they were admitted to the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.